Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14748. It was reported that the patient presented for an unrelated procedure. During the procedure, the patient experienced ventricular fibrillation (vf). The implantable cardioverter defibrillator exhibited a loss of high-voltage output due to charge time out. It was also noted that the right ventricular lead exhibited a loss of high-voltage output due to an unspecified error. External defibrillation was performed. The device was reprogrammed and shock was eventually delivered successfully. The patient was stable.